Event description:
The customer received a blood glucose reading of 260mg/dl on the contour next ez. She felt dizzy and nauseous as if her blood glucose was low. She retested on two other meters and the readings were 68 and 80mg/dl. The differences between the readings fall in the "d" zone of the consensus error grid, making the differences clinically significant. There was no evidence of an adverse event. The customer was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer.